Event description:
It was reported by the physician that the patient was last seen almost a year ago and was having an increase in depression due to a non-functioning vns. The physician noted that no vns settings were adjusted at that time, and the patient has not been seen since then. No additional information has been received to date.